Manufacturer narrative:
Exact date unknown, event occurred on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had an infection at the ipg and lead site. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well and was placed on antibiotics. The physician believed that the infection was related to patients living conditions and was not device nor procedure related.